Event description:
The facility representative reported over- infusion of tissue plasminogen activator (tpa) during a pt infusion. An ER pt was receiving 36 mg/hour of tpa in 40 ml of solution. Infusion rate was set at 1ml/min, total volume to be infused was 40 mls in 40 minutes. The IV bag emptied completely in 25 minutes, but the display on the pump indicated that 21 mls of the medication was still left in the bag. Three nurses verified the pump settings. The pt involved in this reported over-infusion passed away. The risk manager reported that the pt had been unresponsive prior to the incident, and remained unresponsive afterwards. A cat scan in 06/2007 showed no hemorrhage. Reportedly the pt had been transferred from a nursing home to the ER for a stroke. The following month, co had a conference call with the facility's risk manager, the facility's attorney, and co's attorney. The facility's attorney stated that they withdrew the previous report of a potential malfunction or problem with the pump. A simulation has revealed to the facility that the report was in error, and there was "no problem whatsoever with the operation" of the pump. Co received this statement as well in an e-mail. According to the risk manager, the facility's medical director also indicated that the facility does not attribute the pt's death to this reported incident.

Manufacturer narrative:
The pump has been sequestered; tubing used in this incident was not saved. Co scheduled an on-site evaluation of the pump for 08/02/2007. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.